Event description:
The customer reported intermittent 'high ma' errors. There was no report of a pt or user injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hvsr pcb and the hv tank was evaluated and replaced. The system was tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.